Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the all of the customer was unscrew the plunger the entire back of the reservoir and all of the insulin spilled out. Customer stated that there was no damage to the reservoir. Customer stated that the o rings were intact. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Performed pre-fill reservoir test. Found reservoir no leakage anomaly when removing the plunger, performed manual test and found plunger torque test result is within acceptance criteria. (B)(4).